Event description:
The cypher stent had just been deployed, and the physician was withdrawing the stent delivery system (sds). A little resistance was encountered, which per the physician was not an unusual amount. He continued withdrawing and the hub separated completely from the shaft at the strain relief. He then retrieved the catheter by pulling on the shaft; there was no friction with the sds and wire. The physician then just withdrew the entire system as a unit. He said there was no unusual torquing or manipulation of the sds; the lesion was very proximal in the left main, and there was no tortuosity or calcification.